Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2013. According to the complainant, approximately three minutes and 40 seconds into the heating phase a fluid loss alarm occurred and a fluid fluctuation was noted. Fluid was leaking in the cervical area and the procedure was aborted. Post procedure, a first degree burn to the patients posterior vaginal wall was reported. Silvadene cream was used to treat the burn. Additional information received from the physician on (B)(4) 2013 confirmed the patient received a first degree burn (approximately 2cm x 2cm) to the posterior vaginal wall and cervix. The patient was seen by the physician on (B)(6) 2013 and reported to be healing well. No additional patient follow up is scheduled.

Manufacturer narrative:
The lot number is not known per the complainant; therefore, the device manufacture and expiration dates cannot be determined.